Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller did not recognize the power module as a power source anymore. The pump stopped. The patient was connected to batteries, but the same issues occurred. The controller was exchanged and the pump started without any issue with the backup controller. There were no more power issues reported. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the driveline was briefly disconnected and then reconnected prior to the controller exchange. The reported event of atypical power cable disconnect alarms was confirmed via the submitted log file and via testing of the returned system controller (serial number: (B)(6). The reported event of the pump stopping was confirmed via the submitted log file; however, this was due to the driveline being disconnected and does not indicate any issues with the system controller. The submitted log file contained approximately 3 days of data (30nov2021 ¿ 03dec2021 per the timestamp). The initial events of the log file are consistent with the pump implant procedure. The pump was started at approximately 13:18:31 on 30nov2021. The fixed speed was ramped up to 5600 rpm and the pump operated at the fixed speed without issue. A low voltage advisory alarm activated at 21:58:05 on 02dec2021 due to the bus voltage on the black power cable dropping while connected to the power module. A power cable disconnect alarm then activated at 21:58:14 on 02dec2021 and remained active for the remainder of the log file due to the black power cable bus voltage dropping further. The black power cable bus voltage did not return to its typical range of values for the remainder of the log file, including after switching to a 14v battery. No external power alarms were captured on 02dec2021 from 22:02:18 to 22:02:27 and 22:06:12 to 22:06:16 due to the white power cable being disconnected while the atypical power cable disconnect alarm was active on the black power cable; the no external power alarms resolved each time when the white power cable was reconnected to an external power source. The driveline was then disconnected on 02dec2021 at 22:18:58, resulting in the pump stopping. The driveline was reconnected at 22:19:26 and the pump operated above the low speed limit without issue. The driveline was then disconnected again on 02dec2021 at 22:20:01, both power cables were disconnected at 22:21:05, and the controller was put into sleep mode at 22:21:06; these events are consistent with the controller being exchanged. The driveline was not reconnected to the controller in the log file. No other notable alarms were active in the log file. The pump maintained the fixed speed without issue while the driveline was connected. The returned system controller was connected to a test power module/system monitor and mock circulatory loop and the power cable disconnect alarm on the black power cable was reproduced. The alarm did not affect the controller's ability to operate the pump at the set speed. The controller was disassembled to inspect the internal components and no issues were observed. Circuit analysis performed on the main printed circuit board (pcb) revealed a compromised component in the bus power circuitry for the black power cable that resulted in the observed voltage drop and associated alarms. The compromised component was replaced and the issue was resolved. After replacing the compromised component, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A manufacturing analysis task was opened to further investigate the compromised pcb component. A specific cause for the component issue could not be conclusively determined through the manufacturing analysis task; however, an external corrective action request (ecar) was initiated to inform the supplier of the issue. It was noted that the controller and the pcb passed all inspection testing prior to shipment from abbott. The reported power cable disconnect alarm was determined to be due to a compromised component on the system controller main pcb; however, the root cause of the component not functioning as intended could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.